Event description:
Customer's mother reported via phone call that the time on the insulin has been changing by itself and customer has been experiencing high blood glucose. The customer has changed sets, insulin and settings with no result. It was also reported that when the backlight button on the insulin pump is pressed the display would switch off and on and the device vibrates. It was also mentioned that the buttons are sticking. Blood glucose value is unknown. It was advised the insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.